Manufacturer narrative:
Section d10 references: product ID 37751 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the recharger wasn¿t responding when they pressed the green ¿start charge¿ button. During the call it was confirmed the recharger took a charge from the desktop charger, but the screen didn¿t change after they pressed the green button to charge the patient¿s implant. The consumer had another recharger that worked properly they had been using to charge both of their implants. Additional information received from the consumer reported the recharger wouldn¿t power on.